Event description:
A caller reported encountering a cgm error 42 after their pump recently came out of storage mode. There was no adverse impact to the customer's blood glucose level. The caller was advised by customer technical support to wait 20 minutes after the pump's storage mode ended before starting a sensor session. The customer successfully initiated the sensor session without any further errors after receiving a walkthrough on resetting the pump.